Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7079095 / 7079096.

Event description:
It was reported that the patient was experiencing pain at the ipg site and was not getting an adequate pain relief. The patient underwent an explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility.